Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of the left ventricular (lv) lead, it was difficult to manipulate the lead via guidewire midway towards the target vein. After several attempts it was not possible to advance the lead at all. No issues were noted with the blood vessel diameter as noted on fluoroscopy. The lead was removed and checked outside the body and resistance was noted. The same blood vessel was targeted, but the guidewire did not advance thus the physician elected to use a different blood vessel. A possible dissection of the target vessel was alleged but not confirmed. A new lead was used and implanted successfully. This lead will not be returned since the patient had infectious disease. No adverse patient effects were reported.